Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 536 mg/dl. The customer was assisted with trouble shooting and was informed that the placement of the sensor may have been the cause of the high blood glucose. The customer was educated on the proper placement and methods of inserting the sensor. The customer followed the recommendations. No further information was provided.

Manufacturer narrative:
(B)(4).